Event description:
A 6x2 savvy pta balloon dilatation catheter was used for dilatation of an ilio-femoral anastomosis. The savvy balloon burst during manual inflation. The balloon catheter was retrieved without any problems and there was no report of pt injury. Access to the lesion was via a left popliteal bypass. The stenosis was located in the junction from the femoral bypass to the external iliac artery; the stenosed area was short, but very tight and could be reached without problems. The procedure was completed using another savvy balloon. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional info will be submitted within 30 days of receipt.